Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.0x32mm drug eluting stent to the 100% stenosed lesion located in the moderately tortuous and calcified right coronary artery (rca), but was unable to cross the lesion. Upon removal of the stent delivery system, it was noted that the stent was flared. The procedure was completed with another taxus stent. No pt complications were reported. Pt status post procedure is noted as good.